Manufacturer narrative:
(B)(4). One used ls1500 was received for evaluation. Visual inspection noted that the latch was closed. The customer reported that the handle was closed and it could not open again. The reported condition was confirmed. Functional testing found that it was difficult to unlatch the handle to open the jaws of the device. This condition is consistent with the ski improperly aligned in the internal a-track due to lateral force placed on the latch or leaving the instrument latched for an extended period of time causing the ski guide to bend. The latch was forced open and inspection noted blood between the jaws indicating the instrument had been used on a patient. The investigation identified the root cause of the reported event to be attributed to user mishandling. The IFU cautions the user, do not leave the handle latched for an extended period of time when the device is not in use.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 05/062/016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that after connecting the instrument ls1500 to a force triad, the handle was closed and it could not open again. This happened pre-operation; not used in the patient. No patient injury reported.